Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint was not confirmed during archive review and initial functional testing. There were no device deficiencies found during evaluation of the platform and the batteries which could have caused or contributed to the reported complaint. The platform is working as intended for use. No physical damage was noted during visual inspection of the returned batteries and platform. Review of the archive data indicated that li-ion battery serial number (B)(4) was used on the reported event date; however, no error message was recorded with the battery. Error message ua 02 (compression tracking error), 17 (max motor on time exceeded), 18 (max take-up revolutions exceeded), and 45 (shaft not at "home" position) were recorded around the reported event date unrelated to the reported complaint. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 02 alerts the user that the patient is not correctly oriented on the autopulse or the patient has shifted or the load cells are damaged. Ua 17 alerts the user that the drive motor did not reach the target depth position of the patient. Ua 18 alerts the user that the patient is not correctly oriented. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. The platform passed the initial functional testing and performed 30 minutes of compressions using the returned customer batteries serial number (B)(4) without any fault. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during shift check, a fully charged li-ion battery was installed into the autopulse platform (sn: (B)(4)); however, the platform was displaying error message "replace battery". No patient involvement was reported.